Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed and the foreign material could not be identified. However, while the device malfunction was confirmed, the root cause for the presence of the foreign material in the subject device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii duodenovideoscope exhibited blocked biopsy channel. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.